Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 01/07/2021 under wo#'s (B)(4) and shipped on 01/14/2021. Manufacturing record review: DHR's 280422 & 280399 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Although some mention no output and a pencil that did not work there wasn't another complaint with both descriptions. Product receipt: the complaint unit was returned on a repair and at csi march 21, 2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. It was found that the circuitry creating the rf signal and duty cycle was not working. This corresponds to the different system modes and aligns with the problem description. Two components were suspected of being defective, u7 and/or u8. This unit was in operation for 4 years in the field and no other complaint has been known to have this particular failure in the past, during or since. Although no additional information on the potential defective components on u7 or u8 is available it is deemed an isolated incident. Further, each unit run through in-process testing including checks on all modes. Based on the thorough testing on builds and no other records of this issue no other actions are required. Root cause: a root cause was determined to be electrical component failure due to normal use. The units' main board was removed and replaced with a new one, tested to specifications. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
No additional information is available.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hand pencils were not working. R/f light comes on, but no power is getting to the hand pencils. Leep not cutting. Device to be sent for repair. No additional information is available. 1216677-2024-00015 (B)(4).